Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the customer provided image found an arthroscopic image of the device in use. No deformation of the actuator can be seen in the image. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use instruments inside the patient, when using the trunav the wire that extends down to flip the wing kinked and separated from the grey lever. Therefore, the wing was no longer able to be retracted. They had to reverse tap to remove, ream larger and supplement with extendobutton. A larger reamer was required. The procedure was completed with a s+n back-up device and a significant delay was reported. No further complications reported.